Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right iliac artery; however, during deployment of the supera stent the stent implant became elongated and was deployed extending into the left iliac artery. There were no adverse effects or clinically significant delay in the procedure reported. No additional information was provided.